Event description:
A nurse reported dull knife blades were observed during surgery on multiple occasions. The knives were replaced with new ones to complete the procedures. There was no patient impact.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. All knives are 100 percent inspected by trained operators using a minimum of 10x magnification during manufacturing. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).